Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer is knowledgeable of the spectra system and understands the differences between the disposable sets. The customer was previously trained on the spectra system. Root cause: the disposable set was unavailable for return and root cause investigation. The operator initiated a procedure using a tpe set for a rbcx procedure.

Manufacturer narrative:
Additional information: an internal CAPA has been initiated to evaluate reports of customer's inadvertently setting up the incorrect disposable set for a procedure or selecting the incorrect procedure on the device.

Event description:
The customer reported that they inadvertently used a cobe spectra therapeutic plasma exchange (tpe) disposable set for a red blood cell exchange (rbcx) procedure. During the procedure, the operator noticed plasma going to the waste bag instead of red blood cells(rbcs). Rinse back to the patient was performed and was tolerated well. The patient is reported to be in stable condition. The customer declined to provide the patient identifier. The customer declined to return the disposable set for investigation.

Manufacturer narrative:
Investigation: the total plasma collected from the patient as displayed by the machine was 222ml. The total amount of replacement red blood cells (rbcs) given to the patient as displayed by the machine was 213ml. The patient's fluid balance entered into the machine was 100%. The customer stated to a terumo bct support specialist that they would notify the attending physician and restart the procedure with the correct disposable set. Investigation is in process. A follow-up report will be provided.